Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No a35 alarm noted during testing or in history file found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer reported they were able to clear the alarms. Customer reported insulin pump did require rewind. Customer able to complete rewind. Customer stated that the displacement test was performed and it was fail. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.